Event description:
Reference number (B)(4). Event took place in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. On (B)(6) 2022, the patient encountered an issue with a crimped cannula in their infusion set. The insertion site was in the abdominal area. The patient noticed symptoms within 3 hours of inserting the set. As a result of this issue, the patient's blood glucose (bg) level rose to between 500-599 mg/dl. To address the high bg, the patient administered a correction dose via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.